Manufacturer narrative:
Device analysis: 1 empty syringe of 1.0ml received in an opened pack with an opened tray. Without cap but with one needle which still attached. No defect observed.

Event description:
Healthcare professional reported they "would perform [the] procedure" with the patient and the syringe of juvéderm ultra¿ xc ¿burst¿ and product ¿fell on the patient.¿ the needle also disengaged. No injuries reported.

Event description:
Healthcare professional reported they "would perform [the] procedure" with the patient and the syringe of juvéderm ultra¿ xc ¿burst¿ and product ¿fell on the patient.¿ the needle also disengaged. No injuries reported.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling addresses the reported event(s) as follows: "method of use - posology. Remove tip cap by pulling it straight off the syringe as shown in fig. 1. Then firmly push the needle provided in the box (fig. 2) into the syringe, screwing it gently clockwise. Twist once more until it is fully locked and has the needle cap in the position shown in fig. 3. If the needle cap is positioned as shown in fig. 4, it is incorrectly attached. Next, remove the protective cap by holding the body of the syringe in one hand, the protective cap in the other, as shown in fig. 5, and pulling the two hands in opposite directions. Inject slowly. Failure to comply with these precautions could cause a disengagement of the needle and/or product leakage at luer-lock level."

Event description:
Healthcare professional reported they "would perform [the] procedure" with the patient and the syringe of juvéderm ultra¿ xc ¿burst¿ and product ¿fell on the patient.¿ the needle also disengaged. No injuries reported.